Event description:
Ballard closed suction system for neonates: pediatrics 8fr ref number (B)(4), lot number 30207636. Too much plastic and it's too thick unable to insert catheter to the number 16. Single black line. Unable to use it to suction properly.